Manufacturer narrative:
The lot number for the device is not known. Therefore, a review of the device history records could not be performed. The complaint sample has been returned for evaluation and the investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval, a cavagram demonstrated one fractured ivc arm within the proximity of the ivc filter. A snare was used to successfully retrieve the ivc filter and arm without incident through the same access site. The patient is asymptomatic and in good condition.